Manufacturer narrative:
Alleged failure: touch panel not responding. Probable root cause: front board, touch screen, main board, power supply, fans, ac inlet board, button rod, use errors. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The reported serial number was invalid; therefore the device manufacturer date could not be determined. (B)(4).

Event description:
It was reported that the touch panel did not work during surgery. Surgical delay was reported. There were no adverse consequences and the procedure was successfully completed without medical intervention required.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the touch panel did not work during surgery. Surgical delay was reported. There were no adverse consequences and the procedure was successfully completed without medical intervention required.